Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that the device was discarded. No other new information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the hcp might have turned the setscrew the opposite way of what he intended and then he couldn't tighten the screw down during a normal implant replacement today. Hcp used another ins and it worked fine and impedance is good. Rep will return implant for analysis. No further complications were reported or are anticipated.